Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Prior to being hospitalized, the customer was given two glucagon injections due to the low blood glucose levels. Troubleshooting revealed several no delivery alarms, as well as the time being one hour behind. There were several manual primes noted in the prime history, and the customer's sister stated she may have been connected during the manual prime. All other programming was correct.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.